Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to reproduce the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the screen on their device is freezing. In this state, the device may not be able to provide therapy, if it were needed. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Event description:
The customer contacted physio-control to report that the screen on their device is freezing. In this state, the device may not be able to provide therapy, if it were needed. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
Corrected data: section e1, initial reporter address, of the initial medwatch report was (B)(6) section e1, initial reporter address, of the initial medwatch report should indicate: (B)(6). Section e1, initial reporter postal code, of the initial medwatch report was blank. Section e1, initial reporter postal code, of the initial medwatch report should indicate: se8 5hy.